Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by replacing pump supplies. No third party assistance was required. Customer addressed the occlusion by changing infusion set and cartridge and resuming insulin.